Manufacturer narrative:
A ge representative evaluated the system and determined the memory cards needed to be replaced. Manufacturer's investigation is ongoing.

Event description:
The customer reported the system would not move or complete boot up, and the keyboard is not working. No patient injury was reported.